Manufacturer narrative:
An intuitive surgical inc. (Isi) technical field specialist (tfs) went on site and replaced the left mtm gimbal to repair the system. Failure analysis received the part and completed their investigation. The field reported error was confirmed when homing the gimbal in normal mode. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, a system error occurred. Intuitive surgical, inc. (Isi) contacted the reporter to obtain additional information. The site had contacted technical support for assistance. It was determined that the system error was related to the left master tool manipulator (mtm). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The error was initially recovered; however, the error recurred and the surgeon could not recover the error even with further troubleshooting. The surgeon decided to convert the planned procedure to laparoscopic surgery. There was no patient harm, adverse outcome or injury reported.